Event description:
Reportedly, the bmw guide wire and trek balloon catheter were used to treat two lesions in two different vessels. No resistance was felt during treatment of the first target lesion located in the circumflex which involved the implantation of a stent; however, during use of the two devices in a second target lesion located in the right coronary artery, resistance was felt during removal inside a non-abbott guiding catheter between the bmw guide wire and rx trek after predilatation so the devices were removed from the patient as one unit. Upon retraction of the devices outside of the patient anatomy it was noted that the balloon had separated; however, it was located inside the guiding catheter. The physician used a bare wire to jam the balloon and retrieve it outside of the guiding catheter. The same bmw guide wire was reinserted and a xience v stent was advanced; however, resistance was felt again so the devices were removed as one unit. The xience v stent was ultimately implanted to treat the target lesion. There were no adverse patient effects. A clinically significant delay in procedure was not reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). The balance middleweight is being filed under a separate MFR number. Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood visible in the guide wire lumen and on the balloon, shaft and contrast in the inflation lumen, consistent with preparation and the catheter advanced into to the patient anatomy. The balloon was separated from the outer member 1 mm distal to the proximal balloon seal and was returned, confirming the reported separation. The material at the separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The proximal end of the balloon was folded in towards itself. The shaft was stretched at two sections. The first section was stretched 12.1 cm proximal to the proximal balloon seal, for a length of 1 mm and the second section was stretched 7 mm distal to the guide wire exit notch, for a length of 4 mm. There was a kink in the shaft 4.7 cm distal to the guide wire exit notch. The balance middle weight (bmw) guide wire was returned with blood on the coils and contrast on the core. The tip coils were pushed distal from the center solder, for a length of 3 mm. There were stretched intermediate coils at the proximal solder. The non-abbott guiding catheter was returned with blood on the shaft. There was no damage noted to the returned non-abbott guiding catheter. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The inner diameter of the tip past the proximal seal and the guide wire exit notch were measured and met manufacturing criteria. An attempt was made to advance the guide wire through a hole gauge to measure the outer diameter; however, the hole gauge would not advance past the stretched intermediate coils. The tip of the guide wire was tugged on to confirm that the core and shaping ribbon were intact. An attempt was made to backload the returned bmw guide wire through the balloon catheter, but the guide wire would not advance past the stretched intermediate coils. In this case, there was no damage noted to the catheter during the inspection prior to use and the catheter was initially advanced over the guide wire with no resistance noted which suggests a product deficiency did not contribute to the reported difficulties. In this case, it is likely that the guide wire was damaged during use in the anatomy, such that resistance was noted during retraction of the trek catheter. Additionally, as resistance was met, if force was applied in the attempts to remove the devices, this would contribute to the balloon folding over it self, shaft stretching, kinks, and ultimately the shaft separating. A search of the lot history records indicated no non-conforming material reports for the lot. Additionally a query of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, all dilatation catheters are visually inspected online for damage.